Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was alerting air leak and no flow. Nurse tried to start therapy and unable to get device to work. Four pads were connected with no bends or kinks. Mss walked through stop therapy, drain and disconnect the pads. Mss had the nurse reconnect holding nowhere near clear connector and verified audible clicks with each connection. Device primed for quite some time. Nurse continued to alert air leak. System diagnostics were outlet monitor temperature (t1) was 48.6f, outlet control temperature (t2) was 48.6f, inlet temperature (t3) was 81.1f, chiller temperature (t4) was 38.3f, water flow rate was 0.5 l/m, inlet pressure was -3.2 psi, circulation pump command was 100 percent, mixed pump command was 100 percent, system hours was 6633.2 and pump hours was 6042.3. Nurse would send device to mss and swap out for ed's device. Per additional information received via follow-up on 17-oct-2022, nurse stated patient did not complete therapy with arctic sun devices or pads, patient completed therapy with a cooling blanket. No reported injuries. Devices were sent to biomed. All pads were disposed of and unavailable for return. Per additional information received via follow-up on 24-oct-2022, it was stated there was no issue with the device, the device was working fine. The arctic sun device was not filled correctly at the time.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿use of punctured pads or pad lines¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was alerting air leak and no flow. Nurse tried to start therapy and unable to get device to work. Four pads were connected with no bends or kinks. Mss walked through stop therapy, drain and disconnect the pads. Mss had the nurse reconnect holding nowhere near clear connector and verified audible clicks with each connection. Device primed for quite some time. Nurse continued to alert air leak. System diagnostics were outlet monitor temperature (t1) was 48.6f, outlet control temperature (t2) was 48.6f, inlet temperature (t3) was 81.1f, chiller temperature (t4) was 38.3f, water flow rate was 0.5 l/m, inlet pressure was -3.2 psi, circulation pump command was 100 percent, mixed pump command was 100 percent, system hours was 6633.2 and pump hours was 6042.3. Nurse would send device to mss and swap out for ed's device. Per additional information received via follow-up on 17oct2022, nurse stated patient did not complete therapy with arctic sun devices or pads, patient completed therapy with a cooling blanket. No reported injuries. Devices were sent to biomed. All pads were disposed of and unavailable for return. Per additional information received via follow-up on 24oct2022, it was stated there was no issue with the device, the device was working fine. The arctic sun device was not filled correctly at the time.